Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 350 mg/dl. The customer changed out all of the supplies. During contact with tandem technical support, the customer declined any further trouble shooting or follow-up.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.